Event description:
It was reported that: request 2: what contributes/cause in the surgical delay of 2 hours and blood loss of about 1350 cc and some complications during removal procedure? The primary surgery took 2h with 1350 cc blood loss. Primary surgery took place on the day of trauma, and hospitalization. Primary surgery was performed by dr wiendels. The revision surgery took 2h10min with 800 cc blood loss. Secondary surgery was performed by dr schouten and dr meijs. The distal part of the broken nail had to be found and looked up through the fracture. For this reason, and being able to fix the plate to the bone, there was a need for full exposure with the result of more blood loss than with a mipo approach. The fracture had to be exposed and dislocated for being able to extract the distal part of the nail. After this the fractured parts had to be aligned, the lcp plate bend and fixed to the bone. All together this meant an expanded or session. ¿the devices were not related to the "complications" during removal procedure. No specifier one. The proximal parts (end-cap, pfna blade and proximal part of the nail) were extracted without delay or complications. The extraction of the remaining distal part of the nail was a tricky job, we were successful by fixing pliers to the remaining part and hammering it upwords, after removal of the distal locking screws. ¿ all implants were successfully explanted and was replaced with a large locking compression plate (lcp) with 14 holes? ¿it was also mentioned that "during the revision, there was a difficulty in removing the broken fragments"-what was the reason of having a difficulty in removing the fragments? Please provide more details. See explanation above. ¿there were no other related devices involved during the revision, the patient stable after the re-operation

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 472.295s, lot: l391532, manufacturing site: bettlach , release to warehouse date: 10. May 2017, expiry date: 01. May 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate l374843 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. H3, h6: investigation summary a broken pfna nail was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this pfna nail was manufactured in may 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent revision of an unknown proximal femoral nail antirotation (pfna) system due to breakage at the level of the fracture. The pfna nail was found to have transverse breakage. There were no fragments from the broken device. The problem of the device was noted during fracture healing. Patient was revised to a 14 hole locking compression plate (lcp) large fragment plate. Patient was initially implanted with the pfna system on october 11, 2018 for treatment of a subtrochanteric fracture. All implants were successfully removed. There was a surgical delay of two (2) hours and blood loss of about 1350 cc. Due to the revision procedure, patient has a bigger scar, and longer recovery. Concomitant devices: pfna helical blade (part: 04.027.033s, lot: l829197, quantity: 1), pfna end caps (part: 04.027.000s, lot: l808773, quantity: 1), locking screw (part: 04.005.532, lot: l385336, quantity: 1), locking screw (part: 04.005.530, lot: l391310, quantity: 1). This report is for a pfna nail. This is report 1 of 1 for (B)(4) and captures the post-operative breakage of the nail. The complications during the revision procedure are captured under (B)(4).